Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1ayl0, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that her wire had ¿curled¿. She had surgery about a week ago where she had another wire implanted. Patient stated prior to that patient had a CT scan to decide if they needed to do surgery. A few days later, a manufacturer representative (rep) further provided that they saw this patient on (B)(6) 2017 in the healthcare provider (hcp)¿s office to do an impedance and battery check. Rep discovered that impedances were high and they did some reprogram of battery due to patient¿s symptoms coming back. The healthcare provider (hcp) wanted patient to have an x-ray to see if the lead had moved at all. Rep stated they were not aware the lead had curled until they did a lead revision surgery on patient last month. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va1ayl0, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the lead curling was the controller had accidentally turned off. The symptoms and issues were resolved following the revision surgery.

Manufacturer narrative:
Continuation of d10:product ID 3889-28 lot# va1ayl0, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient had a "second surgery" done on (B)(6) 2017 (previously reported lead revision/replacement surgery), from the right sacrum to the left sacrum. The second surgery was ineffective.